Event description:
Reportedly, the valve was explanted due to insufficiency. Documented with echocardiography. Paravalvular leak (complete right coronary leaflet). At explant, the doctor reported that the valve was in good condition; sutures were intact. Replaced with a mitroflow 23mm. No pt problems were reported as a result of this event.

Manufacturer narrative:
Method - valve being returned to contract pathology lab for evaluation.